Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device not switching on.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 27th october 2009 and performed to specification up to the (B)(6) 2013. The device records multiple manual power ups mainly of ten minutes duration between the (B)(6) 2013 and the last log entry on the (B)(6) 2014. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The fault was witnessed during the investigation. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked.